Manufacturer narrative:
The instrument was inspected and the sample probe and mixers were cleaned. The water flow in the wash cups was also adjusted. After the troubleshooting indicated above was performed, the sample was analyzed again and the results were not elevated. A review of complaint and trending data did not identify an adverse or non-statistical trend or product issue associated with this issue. The architect system operations manual provides adequate labeling with regard to limitations of result interpretation, performing a maintenance procedure, and troubleshooting the customer issue. Since the water flow in the wash cups was adjusted no subsequent complaints of this nature have been documented against this product serial number (B)(4)3. Based on the available information a deficiency was not identified related to this issue.

Event description:
The customer stated that one patient sample (infant) generated falsely elevated results for the architect total bilirubin assay. The patient sample was collected from the umbilical cord and tested on the architect analyzer with results of 15.92, 13.84 and 16.69 mg/dl. The same patient sample was tested on another architect analyzer in the lab with results of 2.98, 3.02 and 3.03. Trouble shooting was performed on the suspect instrument and included cleaning the sample probe and mixer and adjusting water flow in the wash cups. The same patient sample was then rerun on the suspect instrument with expected results of 2.85, 2.86 and 2.88 mg/dl. Suspect results were not reported out and no impact to patient management was reported.

Manufacturer narrative:
(B)(4) - (test result), (no consequences or impact to patient). (B)(4) - (incorrect or inadequate test result). Product evaluation is in process and the results will be submitted in a follow-up report.